Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 02, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent did not fully deploy. The stent was removed from the patient partially deployed on the delivery system. Reportedly, the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.